Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a patient with acute myocardial infarction. The target site was the proximal-mid right coronary artery (rca) with 100% stenosis. A pilot 50 guide wire was advanced to the rca and the mid-rca was pre-dilated with a non-abbott 2.0 x 15 mm balloon and another non-abbott 2.5 x 20 mm balloon. A xience prox 3.5 x 23 mm was implanted in the rca. A non-abbott 3.5 x 20 mm balloon and an nc trek rx 3.75 x 20 mm were being used for post-dilatation but the nc trek rx balloon completely failed to inflate. A new indeflator was used and the nc trek 3.75 x 20 mm balloon was attempted to be inflated outside the patient at 30 atmospheres at which time it did inflate. A new nc trek 3.75 x 20 mm balloon dilatation catheter was used to post-dilate the stent at 20 atmospheres. It was stated that the physician did not soak the balloon in saline prior to use. There was no reported adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4), correction: (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported inflation issue, but did identify a stretched shaft outer member. The balloon was pressurized to rated burst pressure without difficulty. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the manufacturing process. No action is needed at this time as preventative actions were previously implemented and the complaint rate for this issue continues to decline. Av will continue to trend the performance of these devices.